Event description:
It was reported there was self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device failed incoming functional test, operator stated shut down during testing, failure was reran three times and all passed. Each key was pressed five separate times with an attempt to power on in-between each key press, this routine was performed a maximum of five times and no anomalies observed. Analysis found the upper case was dented, lower case and one side bail cover were broken, and the serial number label was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.